Event description:
As reported, physician could not pass the bypass boot into the valve of the vascular closure device sheath.

Manufacturer narrative:
An investigation has been opened to review history record and risk documentation. A follow-up report will be submitted after investigation.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, an 18f manta was deployed for closure. No issues were encountered advancing or withdrawing the procedural sheaths. While attempting to insert the bypass tube through the hemostatic valve of the manta sheath, the bypass tube met with moderate to severe resistance. The physician pinched the bypass tube tightly so that no buckling or bending occurred to the bypass tube when resistance was met. However, the physician encountered struggle, but was able to introduce enough of the bypass tube into the sheath valve and felt comfortable pushing the manta into the sheath, successfully achieving closure. The IFU indicates in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device.